Event description:
It was reported that this implantable pacemaker was scheduled to be replaced preventively due to the ingenio high impedance battery advisory. During follow up with the patient, it was noticed that there was a hematoma around the pocket area where the device is placed. The physician did not provide any medical explanations on if the device was likely identified as the source of the hematoma or not. The device was replaced with a leadless pacemaker manufactured by another company, and it was also noted that the wound was swollen. Additional information from the sales representative stated that initial examination did not find any clinical observations to assume that there is an infection. The patient's discharge from the hospital will be decided within physician's discretion. No additional adverse effects were reported. The device is expected to return for analysis. Subsequently, the device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If additional information is provided, a supplemental report will be provided.

Event description:
It was reported that this implantable pacemaker was scheduled to be replaced preventively due to the ingenio high impedance battery advisory. During follow up with the patient, it was noticed that there was a hematoma around the pocket area where the device is placed. The physician did not provide any medical explanations on if the device was likely identified as the source of the hematoma or not. The device was replaced with a leadless pacemaker manufactured by another company, and it was also noted that the wound was swollen. Additional information from the sales representative stated that initial examination did not find any clinical observations to assume that there is an infection. The patient's discharge from the hospital will be decided within physician's discretion. No additional adverse effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
If additional information is provided, a supplemental report will be provided.